Event description:
It creates condensation when connected to the patient, with "blower" on ventilator. The customer reported there was no patient involvement at the time the issue was discovered.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Upon further investigation, this case has been downgraded as it was confirmed this issue was related to a non-philips product.